Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 1.2; inratio: 2.0; lab: 2.48. Date: (B)(6) 2011; inratio: 3.3; inratio: 3.6; lab: 4.52. Pt target range is 2.0-2.5.